Event description:
Initial reporter indicated that the patient came into the office, and their system diagnostic test resulted in high impedance, indicating a possible device malfunction. It was additionally reported that the patient had been "having an increase in seizures." Review of internal programming history showed the patient had high lead impedance in june 2005. Good faith attempts are being made for more information surrounding the reported events.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.